Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported. No adverse event reported. Requested return of suspect device and replacement was sent.